Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the lead noted body fluid and polymer from the lead/guidewire within the lead lumen. During analysis, the lead did not pass the wire insertion test; a plug of foreign material was found in the lumen which was pushed out of the terminal end of the lead. Wire insertion testing was successful following removal of the foreign material. Blood can enter into the lumen during the implant process prior to device attachment. In this case, it appears that an agglomeration of green guidewire coating, lead polymer and blood infiltrated the lead lumen, dried, and formed a clot. This resulted in the guidewire insertion difficulty observed clinically.

Event description:
It was reported that the guidewire were unable to go through the proximal end of the right ventricular (rv) lead. The physician tried to flush out the clot but was unsuccessful. Another rv lead was successfully replaced. No adverse patient effects were reported.